Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while the pump was at room temperature and while charging. Blood glucose level was 400 mg/dl. Additionally, it was reported that the pump battery was observed to be depleting rapidly. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.